Event description:
It was reported the pt has been experiencing numbness in her left leg when stimulation is on. The pt will continue to use her scs system due to it also providing pain coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.